Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation the trunk cable connector was cracked. The white pulse wire was open inside of the connector, which caused the check electrode belt alarms. The root cause for the broken connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged trunk cable connector and open wire. The patient received a replacement electrode belt.